Event description:
Litigaiton notification received from allegiance healthcare legal department alleges: about 1997, plantiff was asked to assist in an emergency operation which was to be performed, upon a patient with a ruptured appendix. Plantiff was advised the patient was known to be 'hiv positive' by strike through of fluids on the gown "the planitiff came into direct and sustained contact with the infectious hiv positive fluids." The plaintiff further alleges that plaintiff "substained severe and permanent psychological injury in the nature of post-traumatic stress disorder, great anxiety, depression, numerous sleepless nights, panic disorders, night sweats, unreleneting fear and loss of concentration all directly related to plaintiff's exposure to hiv-positive fluids and plaintiff's overpowering fear of contracting aids."